Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high impedances out of range on a non boston scientific right ventricular (rv) lead, subsequently the lead was reprogrammed to unipolar and the measurements were stable. Then, six months later, the rv lead exhibited loss of capture, high impedances out of range, and low impedances within normal limits when reprogrammed. Technical services (ts) reviewed data, and found noisy signals and pacing inhibition with asystole of more than two seconds. Ts suspected the cause was a lead integrity issue. A month later, the patient was seen again in the clinic, the field representative tried to reproduce the issues on bipolar but with no results. The field representative suspected a spring contact issue. Furthermore, this pacemaker system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high impedances out of range on a non boston scientific right ventricular (rv) lead, subsequently the lead was reprogrammed to unipolar and the measurements were stable. Then, six months later, the rv lead exhibited loss of capture, high impedances out of range, and low impedances within normal limits when reprogrammed. Technical services (ts) reviewed data, and found noisy signals and pacing inhibition with asystole of more than two seconds. Ts suspected the cause was a lead integrity issue. A month later, the patient was seen again in the clinic, the field representative tried to reproduce the issues on bipolar but with no results. The field representative suspected a spring contact issue. Furthermore, this pacemaker system was explanted and replaced. No additional adverse patient effects were reported.